Event description:
It was reported that this insertable cardiac monitor (icm) is causing discomfort to the patient. A surgical intervention was needed to reposition the device. No additional adverse patient effects were reported.

Manufacturer narrative:
The complaint device was not returned to bsc therefore product analysis could not be performed. It can be concluded that expected or well understood factors addressed in product labeling most probably contributed to the event.

Event description:
It was reported that this insertable cardiac monitor (icm) is causing discomfort to the patient. A surgical intervention was needed to reposition the device. No additional adverse patient effects were reported.